Event description:
The user facility reported that water was leaking. The user facility shut off the water supply and cleaned up the water. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a leak at a straight hose connection with a worm clamp located at the wall supply line connection. The technician replaced the worm clamp and 0-ring, tested the unit by running a diagnostic and processing cycle and confirmed the unit to be operational.